Event description:
Revision surgery was performed due to the surgeon's determination that the pt had not fused since the original surgery, approx nine months earlier. During the revision procedure, it was noted that one of the locking nuts was very loose and appeared to have never been fully tightened. The silhouette construct was removed and the pt was revised with another pedicle screw system. No complications had been reported by the pt prior to the revision surgery.